Event description:
It was reported the patient became hypotensive prior to deploying the angio-seal device. A preplacement femoral angiogram was not performed prior to deployment. An ultrasound revealed the patient was bleeding into the retroperitoneal space. The patient is reportedly recovering.